Manufacturer narrative:
(B)(4). Date of event: unk. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: account- (B)(6). Surgeon didn¿t remember product code. No lot number available- product was disposed. Gyn/onc procedure with colon involvement which needed resection. Surgeon did not mention any chemo or radiation used prior to surgery. No issues noted with device during surgery. Years of experience with device. No info on gap setting. They use non powered staplers- they do not retighten after initial close. No comments on difficult to close or fire. No comment on audible or tactile feedback issues. No comment that donuts were not in tact. Leak test was performed at time of surgery and leak found and repaired with oversewing. Patient is doing well.

Event description:
It was reported that during a gyn procedure, that post op to an unknown procedure there were 'leaks.' No other information is available.

Manufacturer narrative:
(B)(4). Date sent: 09/16/2020. H1: MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the defined criteria for a reportable event. Additional information received: 1) leak was noticed intra-op and repaired with suture. 2) no change to post op care. 3) surgeon did not mention procedure type, only that had a leak and repaired with suture.